Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the Service Repair Technician identified the device Auxiliary water channel had white residue inside. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A definitive root cause could not be identified. Based on the results of the investigation the Auxiliary water channel had white residue inside is likely the result of insufficient reprocessing; however, a definitive root cause could not be established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.